Event description:
It was reported that this pacemaker declared a red alert for therapy programmed to monitor only. Additional information was received that therapy was likely programmed off in error. The patient will be brought in to restore therapy. This pacemaker remains in service. No adverse patient effects were reported.